Manufacturer narrative:
This is the same event as 3010536692-2016-00367. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised because is experiencing loose tibial prosthesis (right).

Event description:
Allegedly, the patient was revised experiencing loose tibial prosthesis. Right.